Event description:
It was reported that the tip of the ctr03 trocar sleeve broke off during a procedure. The physician retrieved all pieces and irrigated and inspected the area. The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention and adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use. The plastic shaft tip was confirmed to be broken. Results of the investigation confirmed the reported issue as the cannula was observed to be broken. As the damage occurred during withdrawal and was at the distal end of the cannula, the most likely cause of the damage is excessive lateral force during withdrawal. It is also possible the cannula had a crack as a result of shipping damage or instrument insertion technique which was not noticed during the procedure and resulted in a weaker material integrity of the cannula. The instructions for use reprocessed applied medical endoscopic trocars and cannulas states: "careful handling of instruments is necessary to avoid damage or breakage." "Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery."